Event description:
Customer reported the sound cannot be turned on. The device was not in use on a patient at the time of the event. The field service engineer confirmed the reported issue. An audio test and restart resolved the issue. The device malfunctioned cause is unknown.